Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Call received assistance from technical support to fill and load a new cartridge. After following instructions, caller successfully loaded the cartridge onto the pump and was able to resume insulin delivery.